Event description:
The manufacturer received information alleging that a ventilator would not power on. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the reported issue was confirmed. The ventilator was unable to be powered on and the device's system board will need replaced to address the issue. Additionally, the filter cover foam inlet filter will be replaced, which is not related to the malfunction/issue.